Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced loss of paresthesia a few weeks prior to a revision. The system showed high impedances upon interrogation. The lead showed high impedances intraoperatively of greater than 20000 ohms. The lead was replaced.